Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/3/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd pen ndl 32ga 4mm had needles broken off or pulled out. The following information was provided by the initial reporter : the customer reported that when removing the shield, the needle was found to be bent.

Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date : unknown. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32ga 4mm had needles broken off or pulled out. The following information was provided by the initial reporter : the customer reported that when removing the shield, the needle was found to be bent.